Manufacturer narrative:
H6: investigation summary nine photos and fifteen samples were received by our quality team for evaluation. From the photos, damage to the syringe barrel and the stopper separation from plunger was observed. The team was unable to observe excessive silicone and bowed barrel. Twelve samples were returned for excessive silicone, no visible lubrication was observed in the samples. All samples were subjected to the silicone content test and were within specification. One sample was returned for damaged barrel. One sample was returned for stopper separation from plunger, the sample was observed with a chipped off plunger head. One sample was also returned for a bowed barrel. This sample was subjected to and failed the barrel bow measurement. A device history record could not be evaluated as the lot number is unknown. For the excessive silicone, no visible lubrication (silicone) residue was observed in the syringe. The silicone which was the only liquid material spray in the syringe barrel in the syringe assembly process is for easy withdrawal of the plunger. As the samples passed the silicone content test and were within specification, the root cause could not be determined. For the stopper separation from plunger, the probable root cause of the plunger head chip off could have been due to the molded plunger tip hitting against the plunger target box when transferring from the molding machine to the assembly line. For the barrel damage, the syringe barrel damage could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. For the bowed barrel, this nonconformance occurred at the molding machine. At this machine, there is a bubbler tube which flows water for cooling the molded parts through the core pin. The probable root cause could be due to the bubbler tube being choked which caused an insufficient water supply to cool the barrel which resulted in bowed barrel. A new air-jet will be fabricated to improve the auto-reject station to increase air flow and improve proper kick-out of the rejected parts. A curtain at the molded plunger target box will be installed to act as a cushion and reduce impulse. The preventive maintenance list will be updated to include checking and clearing all bubbling tubes. Communication with the production technicians to raise awareness on the reported defected will also occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 19 syringes 1ml ls tuberculin had excess silicone oil on them. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product for covid vaccination. According to the customer's report, an excessive amount of silicone oil adheres to the product."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 19 syringes 1ml ls tuberculin had excess silicone oil on them. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid vaccination. According to the customer's report, an excessive amount of silicone oil adheres to the product."